Event description:
A report was received that the patient had a lead extension removed, due to discomfort at the site where the lead extension was coiled. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was discarded by the medical facility, and will not be returned. This is the final report.